Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. (B)(4)

Event description:
Customer reported receiving a motor error alarm during bolus and stated that she has been experiencing high blood glucose readings. Customer does use the sensor feature on the insulin pump. Customer's latest blood glucose reading was 308 mg/dl and has treated with a manual injection. Customer also mentioned that her sensors do not last full six days. Customer declined any further troubleshooting. No further information reported.